Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease, wear abrasion, and a curved opening. Leak test and microscopic analysis were performed and identified a curved opening with a striated edge, and partial delamination of the valve. Based on the device analysis, the final assessment was a curved striated opening assessed as surgical damage, and delamination of diaphram flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.